Manufacturer narrative:
The event date is approximate. Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the connector pin was broken on the desktop charger. The rep reported the patient currently had a discharged battery, and it was confirmed it was not overdischarged. A replacement desktop charger was sent to the patient. The rep reported at a later date that the patient received a new recharger and was able to charge the battery without issue. No symptoms or further complications were reported/anticipated.